Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found the device was in used condition. During the functional testing, the customer reported problem was able to be confirmed. The cause of the issue was found to be a bad latch lock. The latch lock was replaced.

Event description:
It was reported that the device had a cassette not attached error. There was no patient involvement and no patient harm/adverse event reported.